Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-613a-(B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber is broken within the outer flow tubing 1.75 inches from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; there are no signs of detachment along the length of the fiber; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "connection detached" could not be confirmed. The probable root cause for the complaint is: not confirmed - returned.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the connection with the rotating handle detached. The procedure was completed via turp. The patient outcome was reported to be stable.